Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at a follow up the pulse generator exhibited excessive battery discharge. The patient would be monitored.